Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that her meter was missing segments. The pt stated after applying the blood to the test strip she does not see the number count down or her blood glucose result. She stated that she was able to access the memory to view result, which was 100 mg/dl. She contacted her physician for advice, treatment is not known. The pt stated that she ate something after testing. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. The meter is being replaced for the pt.